Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported they charged the recharger and attempted to start an implant charge session but the screen went blank and started beeping single tone, every 5-10 seconds. Caller stated before it wouldn't "link up very well" and now it is not "linking up at all." Caller stated they have already tried resetting the recharger which was unsuccessful (stating they know how to do this) and assured that the desktop charger was not connected at the time of the resets. Caller stated that they are very nervous to have the implant discharge and have a loss of therapy. Agent had caller use programmer on the call to check the implant battery status; confirmed 25% or less. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent requested insr replacement from repair for now as they are concerned about loss of therapy. Agent reviewed this recharger will need to be sent back once they transition to the wireless recharger. See case # (B)(4) for the report of it was mentioned that they called recently regarding implant recharge frequency concerns. The patient's relevant medical history included caller mentioned when they got up to get the programmer that their back was broke in 2007 and they had a double spinal cord injury. No new information from pt (was regarding tracking info). No response from the manufacturer representative (rep) regarding shipping information for the wireless recharger transition. Patient services (ps) sent another email to the rep requesting response. A response was received from the rep, they provided their address so the wireless recharger kit with recharging belt could be mailed to them so they could transition the pt from the insr to the wr.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desktop charger (dtc) (serial number (B)(6)) revealed connector pin bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.